Event description:
Information was received that the patient was weightbearing daily and they felt a snap. The nail subsequently broke and the patient required a revision procedure to remove the device.

Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause cannot be confirmed at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the nail was returned to nuvasive for evaluation. Upon initial visual inspection, it was confirmed that the implant was broken. It was also visibly bent and completely sheared from the housing tube to the internal mechanism (broken coupler). X-ray analysis pinpointed the break just above the gear train assembly. No functional testing was conducted due to the state in which the device was returned. Because it was noted that the patient was fully weight bearing, this would help to explain the fatigue that was observed on the device. The break was at the location of the bend, indicating that the fracture most likely occurred over repeated bending forces possibly associated with weight-bearing activities. Device labeling: per the precice instructions for use (IFU), ¿the precice intramedullary limb lengthening nail cannot withstand the stresses of full weight bearing for tibia and femur applications. Patients should utilize external support and/or restrict activities until consolidation occurs.¿. Device record review: a review of the device history record (DHR) indicates the device was manufactured by the specified requirement at the time and met all of the required inspections before shipment.

Event description:
No additional information has been provided.